Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are hospitalized due to high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose was in the range of 200 mg/dl. Customer treated with manual injections and blousing with insulin pump. Customer was wearing insulin pump at time of hospitalization. The customer declined troubleshooting. Insulin pump will not be return for analysis.